Event description:
It was reported that the customer experienced a low blood glucose (bg) level that was displayed as "low", although a specific value was not given. As a result, the customer lost consciousness and sustained a fall leading to injuries. Suspected cause was due to the customer¿s settings requiring adjustments. Customer consumed carbohydrates to address their bg and updated their pump settings to address the event.